Event description:
It was reported that customer stated that the insulin pump was not working. Customer stated he got weak battery and alarmed button error. Customer's blood glucose was 127 mg/dl. Advised customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after the battery installation. The insulin pump had operating currents within specification. No unexpected weak battery alarms were noted. The insulin pump had intermittent button response due to moisture damage at the keypad traces. No button error alarms were noted. The insulin pump passed the rewind, basic occlusion test, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with a cracked case at display window corners and cracked battery tube threads. The insulin pump was received with minor scratches on the display window.